Event description:
Additional information reported the spinal cord stimulator (scs) caused spasms for the patient. It was also reported that it was not due to programming although it was noted that the issue was possibly related to the therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced spasms. The reporter stated that the patient no longer received as much pain relief as desired. It was reported that a pre-existing condition for the patient worsened and that it was "possibly related" to the device or therapy. The patient's device system was explanted. It was reported that the patient recovered without sequelae on (B)(6) 2012.

Manufacturer narrative:
Product ID 3778-60 lot# v707822012, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 37083-20 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type extension product ID 3708120 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type extension product ID 3550-39 lot# unknown, explanted: 2012 (B)(6), product type accessory product ID 3550-39 lot# unknown, explanted: 2012 (B)(6), product type accessory product ID 3487a-56 lot# v754531, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4). Final device analysis revealed the following: anchor (1) - no significant anomaly - stim anchor had silicone cut final device analysis revealed the following: anchor (2) - no significant anomaly - stim anchor had silicone cut final device analysis revealed the following: lead ((B)(4)) - no significant anomaly - stim lead was cut through, product segmented final device analysis revealed the following: lead ((B)(4)) - no significant anomaly - stim lead was cut through, product segmented final device analysis revealed the following: extension ((B)(4)) - no anomaly found final device analysis revealed the following: extension ((B)(4)) - no anomaly found final device analysis revealed the following: implantable neurostimulator ((B)(4)) - no anomaly found.

Event description:
Additional information received reported that the patient had no signs or symptoms associated with the event. If additional information is received, a follow up report will be sent.

Event description:
Additional information confirmed that the spinal cord stimulator (scs) caused spasms for the patient. It was also reported that it was not due to programming although it was noted that the issue was possible related to the therapy.